Event description:
A malfunction alarm, specifically malf 16, was reported. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the issue persisted, leading to a decision to replace the pump. The customer was informed about the need for replacement, confirmed their shipping address, and agreed to use multiple daily injections as a backup therapy. Instructions for storing and returning the non-working pump to tandem were provided.